Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 8330503. Investigation summary: customer returned a photo of 3/10cc syringes with the shelf carton from lot # 8330503. Customer states that the sharp metal needle is not connected properly to the syringe when you pull out the cap. The photo was examined and exhibited the hub-needle/shield assemblies separated from the barrels. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch #8330503. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: "on 25 sep 2019, (B)(4) received a photo complaint for hub separates. A visual evaluation of photo found (3) syringes with no needle assembly attached. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Procedure was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA# (B)(4) was been opened on (B)(6) 2019 to address this issue."

Event description:
It was reported that the cannula/needle comes off when removing cap with a bd syringe 0.3ml 31ga 8mm tw. This occurred on 12 separate occasions prior to use. The following information was provided by the initial reporter: the sharp metal needle is not connected properly to the syringe when you pull out the cap.